Event description:
During inspection and repair of the returned device, cuts were found in pin rubber coating of the ultrasonic probe.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Upon further review, the initial event description of "a white powder film was noted on the entire scope" is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. B5 has been updated with the reportable event description found during inspection and repair of the returned device. As a result of the physical inspection and functional testing of the device, olympus has concluded that the damage to the device was likely caused by deterioration from repeated use over time as well as improper handling such as strong rubbing of the area during use, including reprocessing. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.

Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the coating on the probe unit is cut exposing the core. There is a chip on the edge of the lens. There is restriction in the biopsy channel below the buckles on the insertion tube. The image has five full broken elements. The insertion tube has buckles below the insertion tube boot. The control body is missing the olympus plate. The scope connection is loose. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while reprocessing an ultrasonic gastrovideoscope, a white powder film was noted on the entire scope. There was no patient contact/impact related to this occurrence.